Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. The device logs showed pmd communication errors which resulted in a failure of system self check. Failure mode was reproduced during testing. Evaluation of the device found that the connection at j14 on the pbm was not fully seated, which affected the 20v supply to the pmd circuitry. Once it was fully seated, the console operated as expected. The cause of the failure of system self-check was a loose cable. The cause of the loose cable was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. When the automated impella controller (aic) was turned on, it showed the message "system self-check failed. Change console immediately" and would not proceed any further. Resetting the console multiple times did not resolve the issue, so the console was replaced. There was no reported patient harm.